Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a21 implanted in the aortic position was explanted after an implant duration of approximately two (2) years and five (5) months due to severe pannus formation leading to increase gradients. The patient was showing symptoms. A 23mm non-edwards valve was implanted in replacement. This case involved a 27-year-old female patient.

Manufacturer narrative:
Updated: b5 (event description), h6 (clinical code, type of investigation, investigation findings, investigation conclusions). H10 manufacturer narrative: two videos of the subject device were received and reviewed. Customer report of pannus formation was confirmed through video evaluation. Customer report of increase gradients could not be confirmed through evaluation of the provided videos. Both videos showed a valve implanted. In video 1, only outflow aspect of the valve was showed. Valve leaflets appeared to be flexible and mobile. Host tissue overgrowth was visible onto the commissures but not on the leaflets. In video 2, valve was being explanted and inflow aspect of the valve showed what appeared to be host tissue overgrowth encroaching into the orifice. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a21 implanted in the aortic position was explanted after an implant duration of approximately two (2) years and five (5) months due to severe pannus formation leading to increase gradients. This case involved a 27-year-old female patient who presented with shortness of breath upon exertion. A 23mm non-edwards valve was implanted in replacement. Reportedly, the operation was a success and the patient was discharged.